Event description:
Reporter alleged that upon evaluation of the blood glucose monitoring device by the co evaluation dept; it was determined there was melting in the area of the contacts. Original reporter indicated the bottom of the base of the device is broken as well as the prongs. Original reporter stated the device is cleaned after each use. A request was made for the return of the suspect device and replacement product was sent.